Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in severely tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres in 40 seconds, the balloon was ruptured. The device was removed without any problem. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.